Manufacturer narrative:
The customer sent 2 unopened samples in their primary packages. The reported condition could not be confirmed as the returned product(s) meet specifications. The returned samples were been submitted for a visual, functional and dimensional inspection in order to find any kind of defect, but nothing was found based on technical specifications or defects. For this reason, a root cause could not be determined and we are unable to undertake any correction in merit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/30/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the liners are fissured, but the problem was detected during the replacement because the liquid came out in to the rigid container. No patient involvement reported.